Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion at 7.0 cm to 7.9 cm with the outer coil exposed. The abrasions were consistent with exposure to constant friction. The outer coil was found abraded and separated exposing the outer coil at 19.8 cm to 20.6 cm from the connector pin. The damage sustained resulted from clavicular crush. .

Event description:
It was reported that the patient was brought to the hospital via ambulance, upon interrogation the right ventricular lead exhibited oversensing and low impedance. Upon explant, an insulation anomaly was noted. The procedure was successful with out problems and the patient was in good condition.